Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon receipt, the charger was unable to power on. The cause of the inability to power on was isolated to a defective power brick. The root cause of the defective power brick was unable to be positively identified. No adverse event resulted from the defective charger/modem's power supply. The last pt to use this charger/modem did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, charger/modem sn (B)(4) had a defective power brick. The last pt to use this charger/modem did not report any deficiencies.